Event description:
One day post implant this lead was found to be dislodged. The patient was taken back to the ep lab and the lead was successfully repositioned. This lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.